Event description:
Parent of home patient (hp) reports switching new solution bag to an already spiked heater line of the homechoice set, while troubleshooting through an alarm situation during apd treatment. No patient injury or medical intervention required per parent of hp.